Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Date of issue is an approximation. Patient stated that he lost consciousness due to low blood glucose (bg). The patient's wife administered glucagon before the paramedics arrived. The paramedics also administered a shot of glucagon to the patient. There was no alleged device malfunction. Additional event or patient information was not provided.